Event description:
It was reported by the customer that before use, the cs300 intra-aortic balloon pump (iabp) was not performing the auto-calibration on startup. There was no patient involvement.

Manufacturer narrative:
Updated fields:b4,b5,b6,b7,d10,g3,g6,h2,h6(type of investigation, investigation findings and investigation conclusions),h11. Corrected fields: d5, e1 (event site name),e2,g2,g7. Revert h4 section to blank. Due to character limit in block e1 event site full name is (B)(6) medical center. A getinge field service engineer (fse) was dispatched to evaluate the unit. It was discovered that while the unit passed the safety disk leak test, it would not perform the k6/k8/k7 leak test. The fse replaced the drive manifold to fix the issue. The unit passed all functional and safety checks to factory specification.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) malfunctioned prior to use. Fst replaced the drive manifold and performed a system checkout, the unit was found to be operating within factory specifications. No harm was reported.

Manufacturer narrative:
Initial reporter: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.